Event description:
While using a skull perforator (midas rex drill) during surgery it started to "leak" oil. The perforator was stopped and removed from the field (sequestered). The surgical team changed gown and gloves and the skull was irrigated with irisept.